Event description:
Patient was implanted at l5-s1 with pro disc-l. The superior end plate was noted as moving forward on follow-up x-rays. During a revision procedure, the superior end plate was noted to be sitting out 2 mm and was 1 mm away from the vertebral body. The inferior plate placement was good. Patient was revised to synfix. This report is #3 of 3 for the same event.

Manufacturer narrative:
Additional in formation has been requested. Investigation is ongoing, no conclusion could be drawn. Review of the manufacturing records for this specific lot number has been requested.